Manufacturer narrative:
Summary of event: it was reported the open-end flexi-tip ureteral catheter's tip come off during an unspecified procedure. The tip was found in the patient a couple of days later. No additional information has been provided. Investigation evaluation: reviews of the complaint history, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; therefore, no physical examinations could be performed. However, a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. Cook also reviewed product labeling. The instructions for use (IFU) that is packaged with the device was reviewed for relevant information pertaining to the reported failure mode. Relevant information within IFU [t_urecat_rev1; ¿ureteral catheters¿] includes: precautions: ¿avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury.¿ ¿if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding.¿ ¿do not withdraw cather while deflected in cystoscope/endoscope.¿ device handling before and during the original procedure is unknown. If the device was over-manipulated, damage to the device could occur resulting in the separation of part(s) of the device. How supplied: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ it is unknown if the device was inspected or tested prior to use. The information provided upon review of the dmr, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook has concluded a cause of the complaint cannot be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). E3: equipment coordinator. D9 & h3: it is unknown if the device is being returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the open-end flexi-tip ureteral catheter's tip come off during an unspecified procedure. The tip was found in the patient a couple of days later. Additional information has been requested but is unavailable at this time.